Event description:
It was reported the right ventricle was perforated during the placement of a pacel temporary pacing catheter. The pt complained of pleuritic pain; an echocardiogram revealed a mild pericardial effusion. There was no hemodynamic compromise and no further treatment was needed.